Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "surgical wound dehiscence (swd) is the separation of the margins of a closed surgical incision that has been made in skin, with or without exposure or protrusion of underlying tissue, organs or implants. Separation may occur at single or multiple regions, or involve the full length of the incision, and may affect some or all tissue layers. A dehisced incision may or may not display clinical signs and symptoms of infection".

Event description:
Saudi arabia. It was reported that, a patient who was implanted with motiva implants in (B)(6) 2025, had a dehiscence. No patient demographics, such as weight, or ethnicity, were provided by the reporter and no adverse outcomes were noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Event description:
Saudi arabia. It was reported that, a patient who was implanted with motiva implants in (B)(6) 2025, had a dehiscence. No patient demographics, such as weight, or ethnicity, were provided by the reporter and no adverse outcomes were noted. Efforts to gather additional information were made, and the investigation was completed.

Manufacturer narrative:
After an analysis of the clinical evidence provided and the report, it was not possible to confirm the alleged event due to lack of clinical evidence. The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this implant and/or its manufacturing process and a higher risk of occurrence. The cause of this events its multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. A complete review of the DHR for the lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.